Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On 2015-12-22, information was received from a healthcare provider (hcp), via a company representative, which reported that, the dye study done on (B)(6) 2015 was inconclusive; the patient had a seroma at the pocket site. On (B)(6) 2015, a second dye study was done, and the hcp was unable to aspirate cerebrospinal fluid (csf). The patient was to be referred for a revision, which was likely to occur in early 2016. As of (B)(6) 2015, the patient was being managed with oral baclofen. Additional information regarding the nature of the revision to be performed in "early 2016," identification of revised device(s), diagnostic testing, cause, and resolution of the inability to withdraw csf during the dye study on (B)(6) 2015 was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a health care professional (hcp) via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 2000 mcg/ml at daily 138.2 mcg/day; the lot number was not known. The pump's indication for use (IFU) was listed as intractable spasticity and familial spastic paraparesis. On (B)(6) 2015, the pump was replaced due to regular battery longevity. The pump was back-table primed and connected to the catheter which was not aspirated. The patient experienced withdrawal symptoms following the replacement. The symptoms included increased spasticity, increased heart rate (tachycardic) and increased blood pressure of 194/70; no itching or elevated temperature. The hcp indicated that on (B)(6) 2015, the patient was extremely spastic with modified ashworth scale (mas) 2-3 and visual spasms in her quads while she was sitting in the chair and sustained clonus bilaterally. The specific cause was unknown. The hcp confirmed that the pre- and post-op pump doses were the same. The pump daily dose was increased by 20%, oral baclofen was prescribed and the patient was instructed to contact the surgeon on (B)(6) 2015 if the symptoms did not resolve and to contact the managing hcp if she was not at baseline with the increase. The patient's status was alive - no injury; the outcome was not known. Additional information from the company representative indicated that the pump was replaced on (B)(6) 2015 and since the replacement the patient has had a sudden increase in spasticity which required oral baclofen. It was also noted that the patient also developed a seroma since the replacement. The patient has not had the first refill since the replacement. A cap (catheter access port) dye study was done (B)(6) 2015 and was inconclusive. Each time the physician attempted to aspirate from the cap there was serous bloody fluid aspirated. There were no alarms present and logs showed no alarms. Due to the inconclusive dye study, the physician decided not to perform a priming bolus. It was unknown if a therapeutic bolus was performed in the past as the patient was seen in clinic a week ago. At the time of the report on (B)(6) 2015, the pump was programmed to deliver baclofen 2000 mcg/ml at a dose of 165.8 mcg/day. Additional information regarding pump drug details, concomitant medications, medical history, and clarification of the "bloody fluid" aspired from the cap, as well as diagnostic testing, actions/interventions, cause, and resolution of the increased blood pressure, increased pulse rate, and spasticity was requested. If additional information is provided, a follow-up report will be sent. On (B)(6) 2015, additional information received from an hcp reported that they had the patient with the seroma, but no additional information was provided. On (B)(6) 2015, additional information from an hcp reported that the previously reported "bloody fluid" was from the pump pocket, as they hadn't gotten in the cap all the way. No additional information was reported.